Manufacturer narrative:
MDR 3003442380-2026-53923 / initial 1 of 2.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two leakage issues on (B)(6) 2026. The tubing was leaking at site and infusion set was used for three hours.